Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® vented vial spike, 13mm generated a leak during patient use. The reporter stated that "reconstituting a pembrolizumab, when turned upside down to put pembro liquid into syringe the pembro spike leaked all over staff members hand." It was unknown if the sample was available for investigation. The status of the product at the time of the event was unknown. There was patient involvement, but no harm was noted.

Manufacturer narrative:
D9: device available for evaluation: no. The complaint of leaks on item ch-72 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.